Event description:
It was reported that the patient had a surgical procedure to replace an inflatable penile prosthesis (ipp) due to erosion. The tubing eroded through the penoscrotal incision. The patient is fully recovered following the procedure.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom of erosion is a known risk associated with implants of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was explanted and replaced due to erosion. It was noted that the device tubing eroded through the penoscrotal incision. No further complications were reported.